Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis- the product was received for service and repair. It could not verify customer failure and unit passed all operational and functional testing. Therefore, the complaint condition could not be confirmed. Root cause- the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. However, the possible root cause used in this investigation is circuit failure.

Event description:
N/a.

Event description:
A facility reported negative readings of a icp express monitor (ID (B)(6)). No additional information available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.